Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a distal humerus fracture. The surgeon was drilling for a compression screw and the drill bit broke. There was a possibility that the colibri was in oscillator mode. The surgeon attempted to remove the piece of drill bit from the bone but could not. The surgeon thought the drill bit diameter was too fine and the bit could not withstand the mechanical load. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. DHR could not be completed. No records were found for the reported lot number.